Event description:
The user facility reported the catheter was placed during a surgical procedure. During the surgery there was no problem noted with the catheter. After the operation, the pt was transfered to the intensive care unit and the intracranial pressure reading was found to be -99mmhg. A system check was performed and the catheter was found to be faulty. The catheter was replaced and functioned as desired.